Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specifications. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "making a chattering noise and there was a loose bearing inside the device." The device was found outside the operating room. It was unknown to the reporter whether or not the device was used in surgery or whether or not there were any injuries or medical intervention reported. There was no additional information provided.